Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Based on the lot# 038157 provided for which the DHR resides at (B)(4) facility, the nuevo laredo lot numbers for component mp-0321 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0321 (snap-on flowmeter adaptor) batch # 4-091422, 5-091421, 5-091422, 6-091421, 6-091422, 7-091421 & 7-091422 during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. Regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened to perform a further investigation for this issue. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges bubbling when connected between the snap cap and the oxygen outlet.